Event description:
Customer reports strip vial expiration date was 2009, while using the advantage system. Batch record verification shows strip vial expiration date as 2009. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.